Manufacturer narrative:
H10: additional manufacturer narrative:the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through implant patient registry it was learned that a patient with a 25mm 2700 valve underwent a valve-in-valve procedure after an implant duration of 5 (five) years, 10 months due to unknown reasons. The tavr was performed with a 26mm 9755rsl transcatheter valve. Patient was in recovery post procedure.

Manufacturer narrative:
Aortic regurgitation (ar) in bioprosthetic heart valves, also known as aortic insufficiency, occurs when the valve does not close properly in diastolic phase, which results in retrograde flow of blood into the left ventricle. Trivial or trace to mild amounts of ar are not unusual post operatively in bioprosthetic valves. This is usually tolerated by the patients. If the regurgitation worsens or becomes symptomatic, reoperation may be necessary. Edwards conducts manufacturing and inspection tests to ensure optimum functionality of each valve prior to final distribution. Such tests used to evaluate if edwards valves meet specification include forward flow testing to determine the pressure gradient across the open valve and a coaptation test under constant hydrostatic back pressure to visually evaluate the coaptation of the leaflets. The root cause of this event cannot be conclusively determined with the available information. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Updated section (b5, g3, h6 (clinical code, type of investigation code and device code).

Event description:
Through implant patient registry it was learned that a patient with a 25mm 2700 valve underwent a valve-in-valve procedure after an implant duration of 5 (five) years, 10 months due to regurgitation. The patient was presented with shortness of breath, heart failure, and was in cardiogenic shock. The tavr was performed with a 26mm 9755rsl transcatheter valve. Patient was discharged on pod# 5.